Event description:
It was reported that the customer experienced high blood glucose readings of 200 mg/dl. Customer stated that they woke up in the morning with blood glucose readings of 250 mg/dl and he treated himself with insulin. Customer rechecked his blood glucose readings at work and they had increased to 300 mg/dl. Customer stated that the alarms go off all the time and he also gets low blood glucose reading alarms. Customer mentioned that his blood glucose readings were 460 mg/dl and the sensor was reading 270 mg/dl. Customer stated that he treated with insulin. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.